Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jun-2023 . H6: investigation summary a complaint of debris in packaging was received from the customer. A sample was received where the defect was confirmed. A device history record review for model 10016240 lot number 22115303 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Previous investigations found that insufficient maintenance for the mold used in production and not following the instructions of keeping material covered until use to be the contributors of the foreign matter found in the packaging. This lot was manufactured prior to the corrective actions for this defect were implemented.

Event description:
It was reported by customer that the bd 20mm smartsite vad-zymogenetics had some type of debris in packaging. The following information was provided by the initial reporter: "some type of debris in packaging".

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported by customer that the bd 20mm smartsite vad-zymogenetics had some type of debris in packaging. The following information was provided by the initial reporter: "some type of debris in packaging".